Event description:
It was reported that on two occasions with two different pumps, blood came up into the hose almost all the way to the pump. Patient discovered this at home. First time was after 5 days usage, second time after 3 days usage. (1 of 2 mdrs filed)